Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report : 1221359-2021-01641, 1221359-2021-01642, 1221359-2021-01643

Event description:
The customer reported seven (7) false negative results with the ID now covid-19 assay, which occurred on various dates and with different lot numbers. This report addresses lot one (1) of four (4). The customer reported three (3) false negative result with the ID now covid-19 assay. Nasal swabs were collected on (B)(6) 2021, (B)(6) 2021. Confirmation testing generated positive results. The nasopharyngeal samples in viral transport media were collected on (B)(6) 2021 (corelab), (B)(6) 2021 (abbott m2000), and (B)(6) 2021 (corelab). Per the customer, no additional information will be provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1019565 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1019565, test base part number 130-430 / lot: 1019565 the lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1021992 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided.